Event description:
The customer reported a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. Functionality was recovered with a reboot. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.